Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 484 mg/dl. The customer was treated with manual injection. The customer also stated that the insulin pump had recurring insulin flow block alarm and they had tried all remedies. Customer stated that the insulin was exited and able to rewind the insulin pump and self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No delivery/occlusion alarm during testing.